Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported being recently hospitalized for peritonitis during a call to customer support for a separate issue. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result. On (B)(6) 2023, the patient was hospitalized and diagnosed with peritonitis. The nurse the patient¿s pd culture results were not available. It was reported the patient was treated with antibiotic therapy (details unknown). On (B)(6) 2023, the patient was discharged home continuing pd therapy with the same cycler without any adverse effects. The nurse reported the patient recovered from the peritonitis event. The nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis. Event. The nurse attributed the peritonitis to breach in aseptic technique during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty cycler set was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the reported information, the cause of the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique, as reported by the pd nurse.

Event description:
On (B)(6) 2023, this patient on peritoneal dialysis (pd) reported being recently hospitalized for peritonitis during a call to customer support for a separate issue. There were no reported allegations that the peritonitis was caused by a malfunction or product deficiency with fresenius products. In an additional follow-up call, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain and cloudy pd effluent. As a result. On (B)(6) 2023, the patient was hospitalized and diagnosed with peritonitis. The nurse the patient¿s pd culture results were not available. It was reported the patient was treated with antibiotic therapy (details unknown). On (B)(6) 2023, the patient was discharged home continuing pd therapy with the same cycler without any adverse effects. The nurse reported the patient recovered from the peritonitis event. The nurse confirmed the patient did not have any issues with fresenius products in relation to the peritonitis. Event. The nurse attributed the peritonitis to breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.